Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the transmitter and the pump, led anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed and confirmed customer received the reported issue loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting customer reports the transmitter did not blink when connected to the sensor. Transmitter did not blink as expected when connected to the tester and/or removed from the charger. Transmitter led light may not be working properly. No harm requiring medical intervention was reported. Customer was advised to discontinue using the device mmt-1884 was requested and customer response was the device will be returned. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the moisture damage. The customer complaint of led or communication anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.